Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion was pre-dilated with a 2.0 x 15 non bsc balloon catheter. Then a 2.50mm x 20mm synergy stent was deployed, and a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation at 11 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 2.0x15mm nc emerge. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The lesion was pre-dilated with a 2.0 x 15 non bsc balloon catheter. Then a 2.50mm x 20mm synergy stent was deployed, and a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, upon inflation at 11 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 2.0x15mm nc emerge. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 127.5cm from the hub and appeared to be stretched prior to separation. The distal inflation lumen, distal guidewire lumen, balloon, marker band, and tip is missing. There are kinks on the hypotube 10.5cm, 21cm, and 115cm from the hub. Microscopic examination revealed that there is a longitudinal tear from the exit notch to the separation. The longitudinal tear showed signs of being stretched prior to tearing. Inspection of the remainder of the device presented no other damage or irregularities.